Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found a crack on the face of the eic (electrolyte injection cup ) wash valve, and air being drawn into the ratio pump reference and buffer chambers. Parts were replaced to resolve the issue. Incidentally, preventive maintenance (pm) was performed as it was due in less than 2 weeks and the co2 (carbon dioxide) channel of the flowcell was dirty. (B)(4).

Event description:
The dxc 800p generated false high na (sodium) results for 2 patient samples. Results were not reported out of the laboratory so there was no effect to patient treatment. The samples were repeated on another instrument.